Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell, crease fold, wear abrasion, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, crease sharp broken on anterior, a striated opening on anterior, stress marks, and non-penetrating nick striated. Based on the device analysis the final assessment is: crease sharp broken on anterior assessed as fold flaw opening. A striated opening on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.